Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately delivered ventricular tachycardia (vt)/ ventricular fibrillation (vf) therapy for an atrial arrhythmia with rapid ventricular response (rvr). The device remains in use. It was further reported that the right ventricular (rv) lead had intermittent undersensing seen on stored vf electrocardiograms. The lead remains in use. No further patient complications have been reported as a result of this event.